Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report was received from USA stating that the device experienced overheating during surgery. No injury or medical intervention occurred. It is unk if surgical delay occurred. There was no add'l info provided.